Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2023, the patient was required to have an indwelling PICC for treatment, and the tip of the puncture sheath was found to be uneven during the puncture process. After the puncture sheath was replaced, the PICC was successfully indwelling without affecting the patient's condition. No other information provided.